Event description:
It was reported that during reprocessing, the subject device had no digital visual interface signal output. There were no reports of patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to printed circuit board a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause traced due a component failure due to damage to printed circuit board olympus will continue to monitor field performance for this device.